Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC defect around 30 cm mark. PICC pulled and replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. No obvious use residues were observed. Deformation was observed near the 25cm depth marking. Microscopic inspection of the sample confirmed deformation. The catheter shaft was crimped and kinked, with the catheter wall folded back upon itself. Abundant surface abrasions were observed in the vicinity of the deformation. The deformation and surface features suggested that the catheter may have been manipulated with a traumatic instrument; however, it could not be determined when or how that manipulation likely occurred. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
Additional information received on 4/7/2025: customer reported they had difficulty retracting the wire and noted a kink in the PICC. A second kit was opened. There was no adverse event to the patient or healthcare provider.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.